Event description:
It was reported that the after installation, the arctic sun device control panel did not start even when the power was turned on.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after installation, the arctic sun device control panel did not start even when the power was turned on. Per follow up information received via task on (B)(6) 2024, information was not provided by the customer to bd associate.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.